Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es displayed the message: "a fatal error has occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue." The customer attempted to resolve the issue by rebooting the pyxis machine and unplugging and plugging back the network connection cable, but the error persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to a database inconsistency that required a database clean and data synchronization. A field service engineer called technical support specialist was assistance after getting fatal error. Tsc then performed a database clean and data synchronization remotely. After the process was completed, the customer inventoried medications in the tower, main, and auxiliary units to confirm functionality. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
Correction: section h imdrf annex c. This supplemental MDR was submitted to reflect the correct imdrf annex c code.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es displayed the message: "a fatal error has occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue." The customer attempted to resolve the issue by rebooting the pyxis machine and unplugging and plugging back the network connection cable, but the error persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.